Event description:
It was reported the generator stopped during surgery with a "connection failed" message. They turned it off and error message went away and they were able to finish the case. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in poor condition with scratches and faded areas from stickers on the upper lid surface. The unit delivered rf energy correctly into the fixed resistors. The error log showed multiple days with e3s (patient return electrode has poor connection). The upgraded rf controller software has following changes: no longer flags e3 error is impedance drops below 15 ohm and evaluates last 500 ms of impedance readings to calculate the impedance, rather than the last 50 ms. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.